Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited low amplitude, and loss of capture (loc) with less than two seconds of asystole. Subsequently, this lead was found to be dislodged. This rv lead was attempted to be repositioned; however, lead continued to dislodge possibly due to patient anatomy. The lead was explanted and is no longer in service. This lead was discarded and will not be returned. No additional adverse patient effects were reported.